Event description:
The pt was admitted for removal of a defective penile prosthesis due to a fracture of the left tubing cylinder causing a slow leak. The malfunctioning prosthesis was removed and a new prosthesis ws inserted. The pt tolerated the procedure well. The original malfunctioning prosthesis was implanted at this facility approx 3 years ago.